Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached properly alarm when latch was closed. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information received via (email/medwatch etc.) On (B)(6) 2021 that the pump did not fault while in use with a patient. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and a disposable cassette were attached for testing which passed. The customer problem could not be duplicated. Further investigation found no sign of fluid ingression or damage on pump downstream occlusion sensor. Investigator replaced the pump dso sensor for prevention measure. The problem source of the reported problem is unknown.